Event description:
Initial info was rec'd on (B)(6) 2013 from a consumer's father. This (B)(6) year old male used colgate toothbrush motion kids (B)(4) and the brush fell apart into three pieces in his mouth and caused him to choke. He used the toothbrush for the first time on (B)(6) 2013 and used it only one time. His father had to 'band his back' because a piece of the brush was wedged in his throat. A healthcare professional was not consulted and no treatment was required. At the time of this report, the consumer had recovered. This case is referenced as (B)(4).